Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the tip of the guide wire broke off in the right coronary artery. An attempt to remove the guide wire tip was unsuccessful. A stent was deployed to trap the guide wire tip against the vessel wall. Reportedly, there was no pt injury.